Event description:
On (B)(6) 2012, I underwent an isolaz intense pulse light system treatment on my face for mild acne. I was told that the treatment was safe, painless, effective, with no down time, and for all skin types. The tech put me on a level 4. During the treatment, I experienced a burning sensation, which I was told was not normal. We stopped the treatment after one pass of my face. The tech shuffled me out of spa facility and told me I would heal within 2-3 days. She thought I was experiencing bruising from the suction in the device. Within one hour of the treatment, I was hospitalized for laser burns and severe hyperpigmentation on 80% of my face. On (B)(6), as f/u care suggested by the hosp, I followed up with the dermatologist associated with the spa that conducted the isolaz treatment. This dermatologist diagnosed me with bruising and hyperpigmentation. She mentioned that the hyperpigmentation would take several months to clear - if at all. Recognizing that this dermatologist was not as familiar with (B)(6) skin, approx 5 days after the treatment, I had an appointment with another dermatologist who diagnosed me with laser burns, hyperpigmentation and hypopigmentation. I am currently treating the laser burns with antibiotics and corticosteroids to prevent scarring. There is a possibility that the hyperpigmentation may be permanent, but I remain optimistic. In summary, immediately after the treatment, I experienced swelling, a burning sensation, and hyperpigmentation. One week after the treatment, the areas damaged by the treatment peeled off causing severe hypopigmentation. It took approx two weeks for the melanin to return to the areas of my skin that were burnt by the laser. My face is still healing. The melanin has returned, but at this point, I have severe hyperpigmentation on my skin, which according to my dermatologist will take several months to heal - if at all. Use: 15-20 minutes.